Manufacturer narrative:
The devices were returned for evaluation. Upon evaluation, it was clear that both samples had seal failures. One sample had two sponges instead of one and product was caught in the seal, and the other had a bad seal due to sealing overtop of a splice in the tyvek. The root cause for both is manufacturing error. This should be considered the final report. If any additional relevant information is identified it will be submitted in a supplemental report.

Event description:
Complainant alleges "sterilized seal failure".